Event description:
The reporter stated the surgeon was inserting a 12.6mm micl 12.6 implantable collamer lens, but the lens would not eject from the cartridge. The lens was partially inserted and was removed with no patient injury. The backup lens was implanted. The reporter stated the cause of the lens not ejecting from the cartridge may have been due to the surgeon's loading technique.

Manufacturer narrative:
Results: visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, the root cause of the event has been determined to be related to the surgeon's loading technique. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.